Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during an antegrade/retrograde right leg recanalization procedure using a 6fr terumo access command wire, csi arthrectomy, cook / mdt balloons, for a cfa (common femoral artery) that was 7mm with no calcification or tortuosity. The patient's condition is stable. The blood loss was less than 250cc's.

Manufacturer narrative:
It was reported in follow up no 1 that the actual device was received for evaluation, however there was no identification regarding the infectious status of the sample returned. Complete sterilization of the product was not possible and the sample was discarded. Since the sample was unable to be evaluated and no information regarding the failure was received. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.